Event description:
It was reported that revision surgery was performed due to pain, grinding and squeaking, fluid in the hip, failed right hip resurfacing, elevated levels of cobalt and chromium, and metallosis.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to pain, grinding and squeaking, fluid in the hip, elevated levels of cobalt and chromium and metallosis. During the revision the bhr head and bhr cup were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records for the bhr cup were reviewed. All the released devices involved met manufacturing specifications at the time of production. Review of manufacturing records for bhr head confirmed all released devices met specifications applicable at the time of production. The full supporting documentation for the casting goods inwards inspection could not be located. However, all supporting documents confirm that this was an acceptable product when released. The missing documentation has been addressed through a non-conformance report. The available medical documents were reviewed. This case reports four years post implantation of a rbhr this (B)(6) male underwent a revision due to due to pain, grinding and squeaking, fluid in the hip, failed right hip resurfacing, elevated levels of cobalt and chromium, and metallosis. Intraoperative revision report revealed the femoral neck was resected according to the preoperative plan. The femoral head and femoral implant were removed along with the tan-stained tissue lining and sent to the lab. Once the capsule was debrided specimens were sent to for analysis. The surgeon was able to remove acetabular component with minimal bone loss. Solid bony ingrowth was noted to have occurred into approximately 60% of the surface area of the posterior surface of the implant. A 60 mm outer diameter socket had to be removed. Intra-operative x-ray revealed satisfactory position of the cup. The stem was impacted in 20 degrees of anteversion with excellent stability. The clinical information provided is consistent with reactions from metal debris. However, the source cannot be confirmed. Additionally, without the explant, the request clinical information, xrays, metal ion levels, and pathology reports we are unable to determine the root cause of the reported pain, grinding and squeaking, fluid in the hip, failed right hip resurfacing, elevated levels of cobalt and chromium, and metallosis cannot be concluded. The impact to the patient beyond the revision cannot be concluded. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.